Event description:
After starting an IV and retracting the needle I engaged the safety device and sat the needle down. When I went to pick the sharp up to place in a sharps container there was a good amount of the needle not fully retracted. I took a picture of both the lot number and failed device.